Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at time of incident. Customer states positive results in ketones test. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states their bolus wizard was off and they did knew know how to turn it on. Customer turned on bolus wizard and delivered a bolus. Directed customer to insulin settings and walked through turning bolus wizard on. Customer declined to troubleshooting high blood glucose. The devices will not be returned for analysis.